Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device's handle was not able to press and did not fire even the green button was able to press. Reload indicator status was flashing. The cartridge was changed but still did not fire. There was no patient injury.